Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board connections were repaired during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.